Manufacturer narrative:
(B)(4) .

Event description:
It was reported that high lead impedance was observed. The patient did not experience any inappropriate shocks or symptoms. Programming changes were made.